Event description:
A remote alert was received for a patient's ICD. Patient was evaluated and testing revealed ICD mode reverted to vvi 67 bpm, all tachycardic detections and therapies disabled. The ICD device was non-reprogrammable. Manufacturer was notified and the recommendations were to replace the device. Patient declined replacement at that time. Subsquently patient had generator changed.